Event description:
A police officer attempted to place a sam xt on the right thigh of a patient with an open compound tibia/fibia fracture sustained in car vs. Bicycle collision after the previously applied cat tourniquet was not occluding bleeding. When the sam xt windlass was tightened, the buckle frame broke. A second tourniquet was placed on the thigh, and the bleeding stopped. The patient was transported to hospital by ambulance for treatment of injuries. The broken xt was retained from the scene for investigation, but the broken buckle was lost.

Manufacturer narrative:
Investigation was conducted evaluating the portion of the device returned . Use history of the device could not be confirmed. The lot number was not available on the portion of the device returned. The fracture pattern on the remaining buckle component was able to be consistently recreated across multiple lots but only by using tools to increase the mechanical advantage to the windlass. Further characterization of the failure mode is under investigation, but the failure can only be recreated at pressures far exceeding acceptable clinical limb occlusion pressures. Sam medical will continue to monitor the performance of this product for any significant trends.